Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment), follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no response received. As received, the axium prime pushwire was found to be bent at the proximal end within the introducer sheath and implant coil was detach and missing. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present. It appeared that the implant coil detached from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis and reported information we were unable to determine the cause of the implant coil detached from the pushwire. It is possible that the implant coil became detached and lost during return to medtronic for evaluation, as the customer did not report detachment of the implant coil at the time of the event. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil was unable to enter the medtronic catheter. No patient injury occurred. Based on the returned device evaluation found that was found to be detached and missing.